Event description:
The 1.5 x 2 deltaplush coil was placed into the small middle cerebral artery aneurysm and failed to detach on a number of repeat attempts. 3 different connecting cables; batteries were replaced on the detachment control box (dcb) and different dcbs were used all with the same outcome - no detachment. The coil was eventually withdrawn back through the microcatheter and has been returned; along with the 3 connecting cables for analysis. Subsequently two 1.5 x 1 deltaplush coils were deployed and detached successfully into the aneurysm. The patient has recovered well.

Manufacturer narrative:
The proximal end of the coil is severely damaged. The detachment fiber did not receive heat and melt. Note: the fault light illuminated when the deltaplush was connected to the dcb. For reasons unknown, the case proceeded. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the non-detachment was due to wiring damage or an incomplete solder joint in the resistive heating coil. The exact source of this damage can not be determined. The three returned connecting cables passed electrical and functionality testing. Although the exact source of the damage could not be determined, a review of the manufacturing documentation associated with this lot revealed no anomalies related to the reported complaint. Therefore, no corrective actions are taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.